Manufacturer narrative:
Loose or disconnected lines are a known cause of a system error 2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available; a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) experienced a system error 2240 (air in line/set). This event occurred during dwell four of six, and the patient was connected. The caregiver stated that when the hc first alarmed the connection on empty supply bag was very loose and separated when he checked it. The luer connection was not damaged, just not tightened when connected. The caregiver stated they tightened it. The technical service representative explained the alarm and the cause, and further explained that the patient will not be able to continue therapy with this set up. The tsr assisted the caregiver to end therapy. The patient will end therapy for the day. There was no patient injury or medical intervention associated with this event. No additional information is available.